Event description:
It was reported that customer was hospitalized for low blood glucose levels. It was reported that the patient was wearing the insulin pump at the time of hospitalization. However, customer is disconnected from the pump and is wearing an intravenous pump. Customer's blood glucose value at the time of hospitalization was 25 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.